Manufacturer narrative:
Sanofi company comment dated 23-feb-2018: this case concerns a patient who received treatment with synvisc. Later, the patient was unable to walk, bear weight on leg and experienced unbearable pain in the right knee. The close temporal gap indicates a plausible relationship. However, more information on the indication of suspect, patient's medical history, concurrent conditions and concomitant medications will help in a comprehensive assessment of this case.

Event description:
Unable to walk [unable to walk], unable to bear weight on leg [weight bearing difficulty], unbearable pain (10/10) [knee pain]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case was received on 08-feb-2018 from a pharmacist via health authority of united states (us-FDA; with regulatory reference number: mw5073913). This case concerns a female patient of unknown age who received treatment with synvisc and later after unknown latency was unable to walk, unable to bear weight on leg and unbearable pain (10/10). No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in 2017, the patient initiated treatment with intra-articular synvisc injection (frequency, dose, indication, batch/lot number and expiry date: not provided) into the right knee. On (B)(6) 2017, after unknown latency, the patient was unable to bear weight on the leg, was unable to walk and had unbearable pain (10/10). It was reported that the patient used paracetamol (acetaminophen), ibuprofen and ice but still had unbearable pain (10/10). Action taken: unknown. Corrective treatment: paracetamol (acetaminophen), ibuprofen and ice for unbearable pain (10/10) and unable to bear weight on leg; not reported for other event. Outcome: not recovered for unbearable pain (10/10); unknown for rest of the events a global pharmaceutical technical complaint was initiated and ptc results were pending for the same. Seriousness criteria: medically significant for all the events. Pharmacovigilance comment: sanofi company comment dated 23-feb-2018: this case concerns a patient who received treatment with synvisc. Later, the patient was unable to walk, bear weight on leg and experienced unbearable pain in the right knee. The close temporal gap indicates a plausible relationship. However, more information on the indication of suspect, patient's medical history, concurrent conditions and concomitant medications will help in a comprehensive assessment of this case.